Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate that the surgeon could not have implanted the anchor into the patient¿s knee joint because the anchor was dropped into the meniscus although the needle has passed the meniscus during meniscus suturing surgery with truespan 24 degree peek. The surgeon commented that the they felt kick back when they pulled the trigger. It was brand new and the first use when the issue occurred. There was no harm to the patient reported. No further information is available. Additional information provided by the affiliate via email on 02/05/19 reports that a total four implants were retrieved but one implant is still in the patient. This information was obtained from sales rep on feb. 5th, 2019

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. No non-conformities were identified for this part-lot number combination per qlik query executed on (B)(6) 2019. The complaint device is not being returned, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.